Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needle was clogged. This occurred 4 times. There was no report of patient impact. The following information was provided by the initial reporter: product concern: we have had several instances of defective needles (4 that I know about). The nurses will go to administer the vaccine and cannot push it through the needle then have to do it again. We discovered that all of them have been from the same lot.

Manufacturer narrative:
Investigation summary: twenty four needles received by our quality team for investigation. Upon visual inspection, no defects or issues observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Seven samples expelled the solution with normal flow, seventeen samples were clogged. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. During review of the process, process variations during the needle lubricant application can create clogged needles. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.